Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the threads of the battery cap and battery compartment were stripped and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings:.during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, the battery compartment was found to be cracked.